Manufacturer narrative:
Results: the 6f select was ovalized approximately 118.0 cm from the hub. The 6f select outer diameter (od) could not be measured using the ring gauge due to the ovalization in the catheter shaft. Conclusions: evaluation of the returned 6f select revealed that the catheter was ovalized. If the device is forcefully gripped during insertion or preparation, damage such as this may occur. The ovalization in catheter shaft likely contributed to the resistance experienced and prevented the 6f select from tracking through the neuron max during the procedure. The neuron max identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a neuron 6f select catheter (6f select). During the procedure, while attempting to advance a 6f select through a neuron max 6f 088 long sheath (neuron max), the physician experienced resistance and the 6f select would not track inside the neuron max; therefore, it was removed. The procedure was completed using another 6f select and the same neuron max. There was no report of an adverse effect to the patient.